Manufacturer narrative:
(B)(4). Date sent 2/25/2025 d4 batch #169d88 investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with the anvil knife slot damaged. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. In addition, a gst60b reload loaded in the device. The reload was received fully fired and with damage on reload deck. The damage to the reload is consistent with the device being clamped over a hard object. Upon analysis, the jaws were partially open, and the knife was noted to be partially deployed into the anvil. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components. The analysis showed one knife wing broken off. The wing of the knife was not returned for analysis. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. In addition, the knife was noted to have nicks. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 169d88, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a wedge resection procedure, it was observed that the device was stuck in the fully articulated position. The surgeons were performing a wedge resection, and towards the end of the procedure the stapler became difficult to close. When they were able to close it, and when transecting the lung parenchyma there was a ¿crunch¿ sound, then the motor stopped which caused the staples distal of the jaws to malform. Fortunately, there was no concern as they just opened a new device and completed the last firing of the wedge resection. Looking at the device, there was obvious damage to the knife track as the metal had been pushed up potentially from a hard object. The surgeons said there was no grasper inside the jaws however it was close to the jaws so they were unsure what has caused this. Another like device was used to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 02/04/25 d4: batch #unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished # ech45c, with lot/batch # c9el34, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 2/11/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.